Event description:
Guidewire for screw insertion broke off in tibia during internal fixation & internal rotation for a right trimalleolar fracture of the ankle. The surgeon used 2 pins to hold the fracture. This was then drilled for the 4-0 cannulated screw and a 50 partially threaded cannulated screw was then placed. Noted to be in good position. Joint inspected to make sure there was no impingement for the screw in the joint. One pin was noted to be broken in the tibia. However, this was not removed.